Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pacemaker generator was not changing modes correctly. It was noted that the caller inquired about whether the epg model was still able to be serviced. The status of the epg is unknown. There was no patient involvement.